Manufacturer narrative:
Analysis found during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests. Analysis found corrosion/wear/lubrication on the pump motor gear train and also a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg ml of lioresal at an unknown dose via an implantable pump. The indication for use was not provided. It was reported the patient presented to the emergency room with increased spasticity and symptoms of baclofen withdrawal. The doctor interrogated the pump and saw a motor stall without a recovery occurred 3 days earlier, relative to (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The doctor was admitting the patient to treat for baclofen withdrawal. The pump dose was programmed to minimum rate mode to prevent spontaneous infusion should the motor start again. Neurosurgery was being consulted for replacement. The issue was unresolved at the time of the report. Surgical intervention was planned, however, it was not yet scheduled. The patient's status was provided as alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal with concentration 2000 mcg/ml was being administered at a dose rate of 96.1 mcg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the motor stall remained u ndetermined. The stalled pump was replaced with new and the issue was resolved. It was noted that hospital policy prevented the company representative from picking up the explanted pump from the pathology until (B)(6) 2019. The pump and catheter were returned to the manufacturer for analysis.